Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri), and was successfully replaced. There were no allegations against the device and no reported adverse patient effects. The device was returned to boston scientific.